Event description:
A surgeon reported a pt with worsening vision following intraocular lens (iol) implantation in 2001. The surgeon stated that upon slit-lamp examination, the pt presented with reduced vision and the lens showed clouding, moderate anterior and posterior surface light scattering, as well as glistenings. The surgeon plants to explant the lens. No further info is expected.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Attempts to obtain add'l info have been made. The surgeon was unwilling to provide further info. (B)(4).